Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2006: a bard composix kugel hernia patch was used to repair pt's hernia defect. On (B)(6) 2009: the pt's failed bard composix kugel hernia patch was explanted. The pt continues to experienced abdominal pain and discomfort after the hernia repairs. The pt has suffered and will continue to suffer physical pain. The bard composix kugel hernia patch used in pt's hernia repair surgery failed, resulting in pt's suffering pain and harm.